Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6932-65 implantable tachy lead implanted: (B)(6) 1996; product ID 507685 implantable pacing lead impla nted: (B)(6) 2008; product ID 419388 implantable pacing lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the device exhibited high impedance levels on the ventricular lead, however the sensing and threshold levels were within normal parameters. Upon further analysis, a connection issue was suspect. The device and leads were reconnected and measured within normal limits. The device remains in use. No patient complications have been reported as a result of this event.